Event description:
(B)(4) since insertion in (B)(6) 2008 I've had depression, anxiety, heart palps, weight gain, debilitating periods, headaches, fatigue, vitamin deficiencies, thyroid issues, ovarian cysts, abdominal, and pelvic pain.